Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the femoral head was removed. The bhr cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and femoral head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Based on the information provided, the elevated cocr levels and intraoperative findings of osteolysis, pseudotumor, fluid and brown/black discolored tissue may be consistent with findings associated with metal debris. The bony destruction involving the femoral neck was also possibly due altr. Without the analysis of the explanted components, the source of the reported findings cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Given that the patient has a contralateral bhr, hip metal ion levels will continue to be monitored for elevation. The patient impact beyond the revision and expected post-operative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
New information: g4, d4.

Event description:
It was reported a right hip revision surgery due to pseudotumor, elevated chromium and cobalt levels from failed right hip resurfacing arthroplasty showing tissue changes consistent with metal-on-metal wear.